Event description:
This lead was placed in the body, the screw on this lead extended but then displaced slightly. The stylet would not go back into the lead to reposition even with 4 different stylets that were attempted. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. It is also noted that the physician was able to properly extend the helix during the original placement. Since the stylets utilized by the physician in this case were not returned to the manufacturer, perhaps a feature of one or more of these stylets contributed to the abnormal functions as described by the physician. (B) (4)